Event description:
It was reported that during a lap hysterectomy, the electrode was peeled away. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode broken off and returned. The ceramic is fractured but sections are still bonded to the lower jaw. The device was mechanically tested, but due to the missing electrode, full functional testing could not occur. The device was disassembled and evidence of the electrode weld was present on the active rod.